Event description:
A cryolife aortic valve labeled as 16mm in diameter was sized by the surgeon to be approximately 20mm in diameter. The surgeon ultilized an alternative valve and the patient returned to intensive care unit in stable condition.

Manufacturer narrative:
At this time, an investigation is ongoing.